Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, drainage, pustules, and infection, extended beyond the patch perimeter. The reaction was treated with a prescription of unspecified antibiotic tablets and an unspecified cream. At the time of the report the patient still needed to pick up the tablets and was feeling feverish and itchy. The patient was taking tylenol for the fever. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).